Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
It was reported that the proximal end of the pipeline was not fully opened after deployed it in the internal carotid artery (ica). No patient injury was reported.